Event description:
It was reported that t:slim x2 pump battery would not charge even though pump showed power source alert and caller was using tandem charging cable with third-party wall adapter connected to working outlet. There was no reported impact to the customer¿s blood glucose level. Customer had not yet tried leaving adapter plugged into outlet for extended time, so technical support instructed customer to keep wall adapter connected to known working outlet for at least 30 minutes to see if pump would begin charging, and customer planned to call back when available for further follow-up.